Event description:
Additional information: no reported driveline exit site trauma; the patient had a history of (B)(6) infections on his arms that the vad coordinator believes spread to his driveline site. The infection was present for 6 weeks. The pump was explanted and will be sent to the manufacturer for analysis. No autopsy report available.

Manufacturer narrative:
The manufacturer is attempting to acquire the device for further evaluation. No further information is available at this time. A supplemental report will be submitted when the manufacturer's investigation is completed.

Manufacturer narrative:
The report of suspected pump thrombosis was confirmed based on the evaluation of the pump; however, correlations to the reported driveline infection and sepsis could not be conclusively determined. Upon disassembly of the pump, examination of the outlet stator revealed non-laminated depositions situated around the outlet bearing ball and in between the stator blades. The lack of laminated layering suggests that the depositions did not develop in the outlet stator. Although their origins and a duration of time for which they were present in the outlet stator could not be conclusively determined, the depositions had areas that appeared denatured. The evidence of a denatured deposition on the outlet bearing cup and outlet cone section of the rotor, indicate that the deposition was likely present while the pump was supporting the patient. Examination of the remaining blood-contacting surfaces revealed no depositions. If the depositions were present in the pump for an extended amount of time, the depositions found in the outlet stator could have contributed to the reported elevation in ldh levels. Examination of the pump bearings, rotor, and blood-contacting surfaces under a microscope, revealed no abnormalities. The pump underwent cleaning, reassembly and functional testing under loaded conditions using a mock circulatory loop. The retrieved data from this testing revealed normal pump power consumption comparable to the pump power consumption recorded during the manufacturing process and the pump operated as intended. A review of device history records showed no deviations from manufacturing or qa specifications. No further information is available. The manufacturer is closing its file on this event.

Event description:
The patient was implanted with a left ventricular assist device. The vad coordinator reported that the patient was admitted on (B)(6) 2014 with septicemia and (B)(6) drive line infection. The patient was administered medication. The patient also had elevated ldh. The hospital felt that thrombi was likely due to secondary sepsis. On (B)(6) 2014, the patient was intubated, septic and acidotic. Due to the nature of disease process and unlikely recovery, care was withdrawn and the patient expired on (B)(6) 2014.